Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that after several introductions of the needle, the user tried to withdraw it and in doing so, the needle broke away from the hub. There were no reported patient complications as a result of the occurrence.